Event description:
It was reported that this right atrial (ra) lead showed pacing impedance out-of-range of over 3000 ohms, noise, oversensing and pacing inhibition; due to a suspected lead conductor fracture. The physician decided just to reprogram the device instead of revising this ra lead, due to patient condition. Reportedly, this ra's helix mechanism was difficult to deploy during the implant procedure, and a connection issue was initially suspected. However, after technical services reviewed the case, it indicated that the issue was more related to a lead conductor fracture rather than a connection issue. This ra lead remains in service and no adverse patient effects were reported.